Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported that during administrative testing, prior to an unspecified surgical procedure, it was observed that the motor device displayed an e5 (fault in handpiece) error code when plugged in. It was reported that the procedure was completed with a spare device without delay. During in-house engineering evaluation, it was determined that the displayed an e5 error code, the wire was damaged, the device was loose and had unintended motion. The device also failed pretest for safety assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.